Event description:
It was reported that during a ptca stent procedure a stent was deployed in the right coronary artery, resulting in a vessel dissection distal to the stent. A second stent was deployed proximal to the implanted stent. A third stent was advanced through the implanted stents and deployed to treat the vessel dissection.